Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 04/22/2010, 05/11/2010, and 05/17/2010 by phone, fax, and mail. Additional info was obtained by phone. A completed questionnaire has not been received. No further info is expected. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "unusual results", "no cylinder correction", "residual astigmatism" (postoperative refraction, unexpected), "pressure also elevated" (intraocular pressure rise). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A clinical manager reported a pt with "unusual results" following bilateral intraocular lens (iol) implant surgery. She stated that the pt had no cylinder correction and has residual astigmatism. In the medical records, it was indicated that, approximately one month after the surgery, the pt experienced increased intraocular pressure (iol) and was treated with medication. In a follow-up, the technician reported for the surgeon that limbal relaxing incisions (lri) were done to reduce the astigmatism, the pt is doing "well", and continues to be monitored. There are two medical device reports associated with this event; this report is for the right eye.